Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there were unexplained pump reboot events observed in the pump's black box on (B)(6) 2016. A battery change did occur during the pump reboot. The battery compartment was found to be cracked. The pump was exercised with the returned battery cap for 24 hours with no power issues observed. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017 - correction to serial #.